Event description:
The company was notified that the pt presented dermatitis at the implant site. The pt was treated with antibiotics (fusidic acid, cephalosporin, esomeprazole) and tracheotomy applying rifocin. The pt's culture showed for pathogen germens. Based on the continuing reaction, the cochlear implant medical committee decided to perform surgery on the pt. A cartilage was set between the exposed area and the skin and the pt was treated with axtar, duricef and prednisone. The pt was later treated with me open and amikacin. It was decided to explant the pt's cochlear implant as it was found that the implant was almost extruded. Advanced bionics is in the process of gathering more information.